Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that there was damage to the device, possibly during a colonoscopy. The a rubber was found to have cracks; the tip of the scope was peeling off the color tape and damage to cover of the sharp edges. The damage was observed by the customer during the washing of the scope. There was no report of any device fragments falling into the patient. They were able to complete the procedure using the same scope.